Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿inlet¿ of the patient line of the homechoice cassette was large which resulted in a connection issue. There was difficulty connecting the patient line of the cassette to the transfer set. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.